Manufacturer narrative:
H4: manufacture date was only provided as month and year (september 2023). Day populated, as 01 september as placeholder only. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be further presumed, as the device was not made available for evaluation/inspection. The instruction manual (drawing number: gk4574, revision number: 16) contains the following warnings: do not strike or crush the coil sheath, during operation. Doing so, can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12:, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not remove the loop from the hook, while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12:, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not hold the loop with the distal end of the tube sheath, while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12:, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Never use excessive force to operate the instrument. This could damage the instrument. Straighten out the portion of the instrument that extends from the biopsy valve. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a polypectomy, the device failed to deploy properly and became stuck in the patient. Cutting the handle/internal wire did not release. There was difficulty removing the scope over the failed device for fear of ripping off polyp. Eventually the customer used a scissor tool through a different scope and cut the device off safely. There were no reports of patient harm.